Event description:
The customer's blood glucose was unknown. It was reported that the customer's sensor broke. Advised that the sensor may have appeared to be broken when in fact the sensor cannula has retracted up through the sensor base. Reviewed with customer the technique to avoid possible retraction. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.